Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the critical block and inverse critical block did not add to zero or history pointers failed noted. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had device software error and bad communication with the insulin pump . Customer cannot recall their blood glucose reading. Insulin pump will be returning for analysis.